Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: three truespan devices were received and inspected. The devices cannot be distinguished as the batch/ lot number is not printed on the device. Visual inspection on the first device revealed that the implants were in deployed/released condition and attached to the suture. The gun trigger was functioning as intended. The device needle seems like slight bent. Visual inspection on the rest of the two devices revealed that the guns were received without sutures and implants. Both guns's triggers were functioning as intended. Both needles of the devices seem like slight bent. The complaint can be confirmed for device will not seat/advance. It is possible that the bent condition can contribute to the reported condition. However, given the information provided we cannot discern a definitive root cause for the reported failure. But it is possible that excessive force might be applied during device usage. There was nothing found to be broken on any of the returned device. At this point, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot: a manufacturing record evaluation was performed for the finished device lot/serial number (B)(6), and no non-conformances were identified.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional information: b5: subsequent follow-up with the customer, additional information was received. It was reported that the case was completed using 1 truespan 12 and 1 truespan 24. It was further reported that an alternative product was readily available - extra truespan was brought into ot as standby implants. It was further reported that there was no surgical intervention planned (e.g. X-rays, additional/change in procedures, prescriptions, otc, revisions). It was further reported that there were no fragments generated.

Manufacturer narrative:
Product complaint #(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported by the affiliate via complaint submission tool that during a meniscal repair a simple longitudinal tear on the red zone of the meniscus, on the first attempt the surgeon used a truespan 12 degree peek to approach the inferior of the meniscus, the first anchor was successful but the second anchor failed to lodge in the capsule wall. Even thought the needle was fully inserted, the sleeve was seen to have crunched up. A second truespan 12 degree peek had to be used to approach inferiorly to superiorly at the same spot. But, the first anchor did not lodge in the inferior spot of the meniscus wall, the needle was observed to have fully penetrated into the meniscus. A third truespan 12 degree peek was used and was targeted more medially and was successful. But when approaching to the second repair a fourth truespan 12 degree peek was used and the two anchors were successfully fired, however the suture snapped when the surgeon was pulling to tighten. As a result two of the 2nd anchors had to be removed manually from the joint space using a grasper as they became loose when the surgeon tried to pull out the implants that failed. No surgical delay was reported. In total 5 devices were used 4 truespan 12 and 1 truespan 24, the failures occurred on 3 truespan 12.